Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Patient indicated that he detected fluid on a towel positioned under the cycler as well as in the cassette compartment when he stripped down the cycler at the end of treatment. Patient was able to complete treatment using manual exchanges. Patient had no adverse effects and his effluent has remained clear. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.